Manufacturer narrative:
The associated complaint device was returned for evaluation. A visual assessment of the device confirmed the stated failure. Two small piece of the device have broken off the area where the removal tool attaches. The opposite side was also cracked. The broken pieces were returned with the device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. We will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that two pieces of the cutting block broke off upon impaction. All fragments were retrieved. None were left in the patient.